Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/28/2021. H.6. Investigation: one 2000e sample was received for investigation with the protective cap in its place; no packaging was received with the sample, however the customer indicates the affected lot number to be 20046323. A visual inspection of the sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by connecting it to a 50 ml bd plastipak syringe and flushing with fluid; no occlusion or flow restriction was identified throughout testing. A review of the production records for lot 20046323 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that ll vlv adpt (stand alone) had a valve malfunction. The following information was provided by the initial reporter: valve malfunction. Unable to inject.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ll vlv adpt (stand alone) had a valve malfunction. The following information was provided by the initial reporter: valve malfunction. Unable to inject.